Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. It was reported that the treated lesion had moderate calcification, which could have damaged the balloon materials such that upon inflation it ruptured. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that it was an omi (old myocardial infarction) case. After the guide wire crossed through the lesion, the voyager was delivered and inflated; however, as there was calcification, it ruptured at the second inflation (6-7 atm). The balloon was changed to another company's balloon of the same size. Then a stent was deployed and it was post-dilated with the other company's balloon. No additional event or patient information is available.